Manufacturer narrative:
The technician found the power cord ground wire was loose at the fuse block. He tightened the screw holding the ground wire to repair the bed.

Event description:
Information received indicates the bed has a high ground reading when checked by maintenance.